Event description:
It was reported that a device reset occurred due to a single bit within the memory of the device that had changed or flipped. The device remains in use. There were no patient complications reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4): the actual device was not received for evaluation, however performance data was collected from the device and analyzed. Analysis revealed a power on reset of the parameters due to a critical ram parity error on (B)(6) 2012 and the patient alert was triggered.